Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a ventricular lead warning due to high impedance. It was noted there was high threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5554-45, lead, implanted: (B)(6) 2002. (B)(4).